Event description:
It was reported that an occlusion occurred. Customer experienced elevated blood glucose level ranged from 223-660 mg/dl. Cause was due to the occlusion interrupting insulin delivery. A correction bolus was delivered to address bg. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.